Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). This report is for unknown philos plates, unknown quantity, unknown lot numbers. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received: this report is being filed after the subsequent review of the following journal article, jaura, g.s., et.al. (2014). Long term results of philos plating and percutaneous k-wire fixation in proximal humerus fractures in the elderly. (B)(4) orthopaedic journal;8(1)4-7. A prospective study was conducted in an institution from (B)(6) 2011 to (B)(6) 2013 of a total of 60 patients with proximal humerus fractures. Group 1 included 30 patients (20 males and 10 females with mean age of 65 years) who were treated with open reduction internal fixation (orif) with proximal humeral internal locking system (philos) plate. Group 2 included 30 patients (16 males and 14 females with mean age of 62 years) who were treated with closed reduction and percutaneous k-wire fixation. A copy of the literature article is being submitted with this medwatch. This is report 1 of 1 for (B)(4). This report is for unknown philos plates and refers to the two patients who experienced non-union requiring removal of device, four patients with infection and were treated with IV antibiotics, and two patients who developed avascular necrosis of the humerus head.